Event description:
It was reported that during a procedure at the user facility the remb sagittal saw would not power on, resulting in a 30-minute delay. The procedure was completed successfully using back-up equipment with not medical intervention and no other adverse consequences reported.

Manufacturer narrative:
The complaint was confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. The device would not run as corrosion was affecting the motor assembly.

Event description:
It was reported that during a procedure at the user facility the remb sagittal saw would not power on, resulting in a 30-minute delay. The procedure was completed successfully using back-up equipment with not medical intervention and no other adverse consequences reported.